Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the receiver cable. Receiver cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the it2500 plus system displayed a 101 error, when they tried to go to the 4th calibrate position. There was no report of patient injury.